Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2014, patient underwent an x-ray examination which revealed maintenance of the interspinous expansion and appropriate placement of implant.

Event description:
It was reported that a patient underwent a surgery with an interspinous spacer at l4/l5 and was hospitalized for five days. Eleven days post-op, backward migration of the implant was confirmed on postoperative x-ray examination. The spacer that was implanted in the anterior part between spinous processes migrated to the bottom of supraspinal ligament. No significant symptomatic worsening was noted. The event severity was non-serious. The event outcome was reported to be resolving one year post-op.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient¿s 1,2 years postoperative crf on (B)(6) 2017. Duration of disorder: less than 6 to 12 months pain part: lower limb date of hospitalization: (B)(6) 2012 patient underwent image investigation which revealed: [at the operation] interspinous enlargement was maintained. Placement of implant was appropriate. [Seven (7) days after the operation] (B)(6) 2012, image investigation was performed by x-ray. Interspinous enlargement was maintained. Placement of implant was inappropriate. [One (1) month after the operation] (B)(6) 2012, image investigation was performed by x-ray. Interspinous enlargement was maintained. Placement of implant was inappropriate. [Six (6) months after the operation] (B)(6) 2012, image investigation was performed by x-ray. Interspinous enlargement was not maintained. Placement of implant was inappropriate. [Twelve (12) months after the operation] (B)(6) 2013, image investigation was performed by x-ray. Interspinous enlargement was not maintained. Placement of implant was inappropriate. Regarding the image investigation, the doctor commented that the implant malposition was associated with spinous fracture. The date of the event ¿ displacement of the implant¿ was corrected from (B)(6) 2012.